Event description:
The customer reported multiple no delivery alarms from the pump. The customer was unable to troubleshoot during the phone call with the helpline. The customer's blood glucose value was 600 mg/dl. The customer was advised to change out the infusion set, and return the reservoir for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Reliability analysis performed on 3 opened/used reservoirs. Inspected reservoir, snap-cap, and septum for anomalies and none were found. The reservoirs passed occlusion test.